Event description:
Elderly male with coronary artery disease and recent chest pain. Procedure: right heart catheterization. The vascade failed to deploy in the right femoral artery. Vascade removed and new one used without issues. No known harm to patient. Manufacturer response for vascular closure system, cardiva (per site reporter) will obtain.